Event description:
It was reported that a urolume stent was removed due to "migration" and "encrustation." Date of implant was not provided.

Manufacturer narrative:
One deployed stent was returned to ams for evaluation on (B)(6) 2011. On inspection of the device, stent wires were observed to be separated from the stent. The cause was undetermined. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.